Event description:
It was reported that the device was displaying a service wrench indicator. The device's main board would need to be replaced - a failure of the main board could cause the device to fail to deliver therapy to a patient. There were no reports of patient use associated with this event.

Manufacturer narrative:
The customer declined repair of the device as it is out of warranty. The device will not be returned to physio-control for evaluation. The root cause of the reported failure cannot be determined.